Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the customer filled the cartridge with over 240 units of insulin. Tandem technical support educated the customer that after 10.2 units of insulin have been delivered, the insulin gauge will generate a more accurate reading. The customer declined further follow-up and will continue to monitor system performance. There was no impact to the customer's blood glucose level.